Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor was flexed and fractured. Concomitant product: stj/comp v268 implantable cardioverter defibrillator (ICD), 2008-(B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead was explanted and replaced due to decreased impedance and over sensing. No patient c omplications were reported as a result of this event.